Manufacturer narrative:
Concomitant products: unknown cup, unknown head, unknown stem. The device will not be returned. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient's hip was revised due to polywear. The patient's liner, head and stem were removed. Attempts have been made and additional information on the reported event is unavailable.